Manufacturer narrative:
Visual inspection was performed on the returned device. The reported tear was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The reported difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the catheter was pushed hard, causing the proximal shaft to tear and expose the inside of the shaft. It should be noted coronary dilatation catheters, trek rx instruction for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the push against resistance contributed to the reported tear in the shaft and subsequently the difficulty removing the device. The investigation was unable to determine a conclusive cause for the reported failure to advance; however; the reported tear appears to be related to user error and the reported difficulty removing the device appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the proximal left anterior descending (lad) coronary artery with moderate calcification, mild tortuosity and 90% stenosis. The 2.50x15 mm trek balloon dilatation catheter (bdc) was inflated and then removed. The bdc was inserted again and failed to cross the lesion although it was advanced with a non-abbott guide wire. The bdc was pushed hard, causing the proximal shaft to be worn out [torn], exposing the inside of the shaft. Nothing remained in the patient. There was resistance with the guiding catheter during removal. Another, same size trek bdc was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.